Event description:
In a law suit the following incident allegedly occurred. The patient was treated for 3 stones in the left kidney using shock wave lithotripsy. The next day the patient was admitted to the hospital with acute abdominal pain. A CT scan showed a probable sub capsular hematoma of the spleen and rupture and blood in the peritoneal cavity. An emergency splenectomy was then performed. It was alleged in the lawsuit that pathology reports revealed that there had been a recent hemorrhage around the hilum of the spleen, which was caused by the lithostar lithotripsy machine used to treat kidney stones.